Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using original battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software). For reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might trigger the reason complaint. The adapt tool reveals multiple no relevant alarms recorded in download history files to confirm complaint codes. However, pump error 130 was recorded in download history files. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and self test. No failed battery alarms noted during testing. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. No pump error 130 alarm noted during testing. Unit functioning properly. The pump received with normal operating currents. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit was cut open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit received with the following cosmetic damages: scratched case, pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked and cracked case (battery tube). In conclusion no unexpected failed batt test alarms noted during testing. Unit functioning properly after battery installation and was tested successfully. However, pump error 130 alarm was recorded in download history file. Isolate to motor assembly. In addition, cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a battery-failure alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for damage, and the customer reported a crack. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm and able to rewind the pump. The pump did not pass the displacement test. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.